Manufacturer narrative:
The customer reported that they did not receive audio from one of the vm6 speaker devices. The customer ordered a replacement speaker which they installed. Philips is in the process of obtaining additional information regarding this issue, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were not receiving audio from a speaker connected to their vm6 device.